Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide correction to section h6: type of investigation, investigation findings, and investigation conclusions.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E1: initial reporter name: requested, not provided. E1: phone number: requested, not provided. The actual device is not available for return; therefore, an evaluation of the device could not be conducted. The complaint cannot be confirmed for a nondeployment device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical received information that during the final occlusion phase of the procedure, the occlusion was performed according to standard operational steps. However, both the anchor and collagen sponge were inadvertently pulled out from the patient simultaneously, resulting in continuous bleeding. Hemostasis was ultimately achieved through manual compression. The reported blood loss was less than 250 cc. The event occurred intra-operatively.